Manufacturer narrative:
Product ID 3058, serial# (B)(6), implanted: 2015 (B)(6); product type implantable neurostimulator product ID 3889-28, lot# va0tkq6, implanted: 2015 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient product ID 3889-28, lot #va0tkq6, implanted: 2015 (B)(6); product type lead. (B)(4).

Event description:
The consumer reported that the patient experienced a loss or change of therapy in (B)(6) 2015. The device was not working and the patient never had therapeutic effect since implant. The patient was a hot pissing mess. During the trial it helped the patient's symptoms about 50 to 60 percent, but they had not been getting therapeutic effect ever since they turned the therapy on after implant. The patient's health care provider (hcp) decided to have the patient turn it off completely, restart from square 1, and go through programming more consistently than what they did previously. The patient had a left side system and a right side system. The patient set the program back to program 1 and decreased the amplitude to 0v. The patient did not appear to have access to programs on the right side as no active program was visible. The previous manufacturer representative told the patient to keep increasing a little every day just until the point where it was uncomfortable. The patient planned to try program 1 for a week and then change to program 2. The patient first discussed their concerns with a manufacturer representative about 2 weeks after implant. The indicat ions for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Refer to manufacturer's report # 3004209178-2015-17243 for the patient's other system.